Event description:
It was reported that a fatigued patient was seen in clinic and was found to be in exit block. The ventricular lead exhibited unacceptable threshold, which was varying since (B)(6) 2013. The lead also exhibited a sensing anomaly. The patient was in good condition and would be monitored.

Manufacturer narrative:
.